Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with operating currents within spec. There was no battery out limit alarms noted. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with scratched lcd window. The time display was working properly no time anomalies or frozen screens noted.

Event description:
The customer reported via phone call that the pump had keypad anomaly, battery out limit, and high blood glucose. The blood glucose at the time of the incident was 293 mg/dl. The customer sates they are having issues with the pump. The numbers are ramping up when she attempts to bolus. The pump alarmed battery out limit, but was unable to clear it. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.